Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to hospital with hypoglycemia on (B)(6) 2026. The patient's blood glucose level reportedly decreased to 20 mg/dl after the patient removed the pod and administered insulin by injection. The patient reported that, due to legal blindness, they were unable to determine how many units of insulin were administered. The patient stated that the rapid decline in blood glucose caused their body to go into shock. The patient self-administered a glucagon injection prior to seeking medical attention and subsequently contacted her physician, who advised hospital evaluation and monitoring. The patient was observed at the hospital and discharged on the same day. No additional information was provided.